Manufacturer narrative:
The reported malfunction was observed and attributed to an incorrect dip switch setting.

Event description:
Complainant alleged that during biomed testing, the device would not go into AED mode. Complainant indicated that there was no pt involvement in the reported malfunction.